Manufacturer narrative:
Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. Device evaluation: product evaluation could not be performed since, at the time of this investigation, the product had not been received. If the product is returned regarding this evaluation the case will be reopened to complete sample evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of the manufacturing record review. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the pre-loaded intraocular lens (iol) haptic was kinked while loading, during handling and prior to insertion. Reportedly there was no patient contact. Additional information was received and it was confirmed that the procedure was completed successfully using back-up dcb00 17.0 iol in the same procedure. Patient outcome post-procedure was reported as no reportable issues. No further information is available.

Manufacturer narrative:
Additional info: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 28-dec-2022. Device evaluation: the complaint lens and handpiece were received loose inside of the original folding carton. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and no issues could be identified. Visual inspection of the handpiece revealed that it was received with the plunger rod fully advanced. No issues with the handpiece could be identified. Complaint issue ¿haptic damaged¿ was not confirmed. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Corrected data: additional information was provided with the product return and indicated the event date as 11/9/2022. Therefore, section b3 date of event has been updated in this supplemental MDR. Additionally, upon further review, it was noted that the reported loading issue was inadvertently not included in the initial MDR, therefore, it is captured in this supplemental MDR. The following sections have been updated accordingly: section b3: date of event: 11/9/2022 section h6: medical device problem code: 2524 loading issue all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.